Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the battery is low. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the battery was tested, and it was noted that the battery is low. Replacement battery ordered and sent to the customer. The low battery is not expected for return. Device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the battery is low. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery is down. They requested us to supply a new battery. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.